Event description:
A central director reported that six days following bilateral prk (photorefractive keratectomy) procedure, the pt presented with subepithelial corneal edema in the right eye only, after the bandage contact lens was removed. The pt reported some slight discomfort and was treated with eyedrops. In a f/u, the center director reported that the event resolved with the treatment, two weeks later, and the pt had no issues to report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).